Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17510. It was reported that the helix systems weren't working. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the helix system issue was noted after the lead was placed in the patient's body. The lead associated with helix issue was the right ventricular (rv) lead.